Manufacturer narrative:
The reported guide wire was returned in two pieces for analysis. A visual examination confirmed that the guide wire core was fractured. The guide wire spring tip was found to be damaged and deformed but intact. Scanning electron microscopy analysis was performed on the fractured wire segments and showed an appearance consistent with the wire making contact with a hard surface, which caused narrowing of the outside diameter of the fracture site. This can occur as the result of the device spinning over a bend or kink in the guide wire, which can cause excessive wear and an eventual fracture of the guide wire. It is hypothesized that the galling over the kink in the guide wire caused a weak point which led to a fracture upon the firm pulling by the physician which was reported during the procedure. The instructions for use (IFU) for the reported device state "do not operate the device if there is a bend, kink, or tight loop in the guide wire. A bend, kink, or tight loop in the guide wire may cause damage to and malfunctioning of the device during use." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
During a peripheral atherectomy procedure, the viperwire guide wire became detached. Following atherectomy treatment, the diamondback orbital atherectomy device (oad) was removed from the patient. The viperwire was noted to have moved into a contralateral vessel, and when the wire was retracted it was found to be tight within the sheath. The wire was pulled firmly and was noted to become detached 15 cm above the access site. The body of the wire was removed and the detached portion of the wire was removed with a snare. The procedure was completed with balloon angioplasty and there was no injury to the patient.